Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Report source: maude #: mw5085087. (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 365 laser fiber was used during a procedure performed on an unknown date. According to the complainant, during the procedure, a burning smell was noted in the operating room. When the doctor tried to change the laser fiber, his right thumb and index finger were burned upon screwing the laser fiber off. The connector of the laser fiber was extremely hot to touch. It is unknown if any treatment was administer to treat the physician's burn.